Manufacturer narrative:
Device evaluation summary: a non-medtronic sheath and stylette were partially loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 1st to the 13th and the 18th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous and calcified lesion in the proximal circumflex artery. The device was inspected with no issues noted. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy i.e. The event was procedural related and not device related. The patient is alive with no injury.